Event description:
Philips received a complaint on the v60 ventilator indicating that the battery amperage was at 0 when the power cord to the device was plugged into alternating current (ac) power. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer requested help with understanding how the battery charges. The customer informed a remote service engineer (rse) that the backup battery was showing 123.95 volts after 30 minutes of charging. The rse explained to the customer that the battery was getting a trickle charge and to check the voltage after a few hours of charging. The customer then reported the battery still wasn't charging properly and that the amps were reading as 0. The customer stated that they placed the battery into another unit and it charged as expected, so the customer believed it was the charging system that was causing the issue. The rse provided the customer with the part information for the power management (pm) printed circuit board assembly (pcba) to order a replacement. In a good faith effort (gfe) response from the customer received on 12aug2025, it was stated that the device diagnostic report (drpt) could be provided. The customer also confirmed that a replacement pm pcba had been ordered on (B)(6) 2025, so the device remains out of use awaiting repair service. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 12aug2025, 20aug2025, 27aug2025, and 04sep2025 to obtain confirmation of part replacement and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.